Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 at approximately 7:00 pm pst, the patient¿s spouse contacted support reporting that the patient had experienced elevated blood glucose (bg) levels throughout the afternoon. At the time of the call, bg was 245 mg/dl and trending steady. The highest bg reported was 269 mg/dl, and the patient estimated being above target range (70¿180 mg/dl) for approximately 2¿3 hours. The patient denied ketone testing, backup therapy use, recent steroid injection, professional medical intervention, or immediate health effects such as dizziness or diabetic ketoacidosis (dka). Insulin delivery had not been suspended through the ilet device. The patient¿s spouse stated that an infusion set change had been performed approximately 90 minutes prior to the call. During troubleshooting, no device malfunction was identified. By the end of the call, bg levels were trending downward. The agent advised continued monitoring for 30¿45 minutes and instructed the patient to call back if bg remained out of range. No adverse health effects were reported during or after the event.